Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Based on the investigation, there is no indication that the device directly caused the bladder injury. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause could not be determined based on the provided information. There was no indication of any system issue.

Event description:
In was reported that during a da vinci-assisted benign total hysterectomy procedure, the bladder was unintentionally removed while performing the transvaginal manipulation to extract the uterus. Despite the system's support of the uterus during the transvaginal manipulation, the surgeon does not believe that a malfunction of the da vinci system, instrument, or accessory caused the reported event. There was no bleeding; however, a urology surgeon was required to resolve the issue by creating an ileal conduit and suturing. The procedure was completed robotically, and the patient did not experience any post-operative complications and has since been discharged from the hospital.